Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected error test and displacement test or verify low batt., battery out limit alarm due to blank display. Unit had broken battery tube threads.

Event description:
The customer reported via phone call that insulin pump was cracked. Blood glucose was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.